Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, two (2) ultra fast-fix t2 anchors could not be released in the meniscus and thus the entire system was removed with grasping forceps. Surgery resumed after a non-significant delay with a back-up ultra fast-fix. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed each device was returned in original packaging with the batch number of the complaint on the label. Device one: the t1 was cut from the suture and not returned. The t2 and suture were returned off the needle and the knot had been tightened down. The variable depth straw was not returned. Bio debris is present. Device two: the t1, t2 and suture were returned off the needle and the knot had been tightened down. The variable depth straw was not returned. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed on both devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.